Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they were provided either juice, sugar, and/or food by a non-healthcare professional for treatment. Attempts to contact the customer multiple times up to this point has been unsuccessful. No further information was provided. There was no report of death or permanent injury associated with this event.